Manufacturer narrative:
(B)(6). Date of report: 13aug2019.

Event description:
The customer reported air valve liftoff failure. There was no patient or user harm reported.

Manufacturer narrative:
Date rec'd by MFR: 24jul2019. Date of report: 27aug2019. The customer confirmed the problem was resolved by replacing the blower assembly. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.